Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) replaced the console handle had been damaged. The fse replaced the damaged parts and, the unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an iabp class, the cardiosave intra-aortic balloon pump (iabp) unit's retractable handle used for pulling the iabp while in transport only extended half way up when attempting to deploy it. There was no patient involvement.